Event description:
It was reported that the on (B)(6) 2022 the patient's percutaneous lead was shut and stuck in the car door. The patient had trauma to the driveline, the silicone covering was open, and the kevlar was exposed. Initially there were no alarms but 15 minutes later driveline power faults were reported. The pump appeared to be running and had both green symbols on. The patient was admitted to the intensive care unit (ICU). Log file data indicated an issue with the driveline on (B)(6) 2022 at 18:52:00. The fault indicated that a fuse associated with one of the power leads in the driveline had opened. The redundant power wire was supporting the pump and motor function was not affected. The system controller and modular cable were exchanged on (B)(6) 2022. Log files from the new system controller did not contain any unusual events and both power leads were delivering similar levels of current to the vad. It was discussed to apply rescue tape to the damaged area of the driveline. There have been no further alarms since the products were exchanged. It was reported that the patient was fine until (B)(6) =2022 when the rescue tape got damp from sweat and fell off. It was recommended to permanently silence the driveline communication fault alarm. The communication fault alarm will not interfere with pump operation. Rescue tape should be reapplied to the damaged section of the driveline. The prior application of rescue tape was likely applied incorrectly causing it to fall off. Newer log files captured communication and driveline power faults with the controller fuse opening as well. The controller clock was not set to the current date. Since the controller fuse was opened and there was a driveline power failure a second controller exchange was done on (B)(6) 2022. There was no interruption in pump support during these events. Driveline evaluation on (B)(6) 2022 discovered two fractured driveline wires. The fractured wire ends were insulated with kapton tape. The evaluated section of the driveline was then covered with rescue tape. A driveline repair was scheduled. Related manufacturer report numbers: modular cable: # 2916596-2022-01945 system controller: # 2916596-2022-01740 pump: # 2916596-2022-01524.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an open fuse was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were submitted for review and another was downloaded for review. A review of the log files showed overlapping events spanning approximately 10 days (24sep2021, 01jan2000, 28feb2022 - 07mar2022, 18mar2022 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. The driveline was connected on 01jan2000 at 00:01:54 and the clock was set to 07mar2022 at 09:25:04. The clock was corrupted at some point after 07mar2022 at 14:23:54 resulting in the clock to be set at a previous date of 28feb2022. Driveline communication faults coincident with com_b_faults were active on 04mar2022 at 18:02:51 and continued through the end of the log file. Driveline power faults coincident with ocp_b_open were active on 06mar2022 at 15:10:30 indicating that the fuse b was opened. The alarms did not clear in the log files. The driveline was disconnected on 07mar2022 at 14:46:56 and the controller was shut down at 14:47:47. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The system controller underwent initial preliminary testing and did not pass due to an open fuse. The fuse was replaced and the controller was retested. The controller underwent preliminary and functional testing following the repair and passed. The controller was able to operate a mock loop with no alarms acting. The controller was able to function as intended. The root cause of the reported event was conclusively determined to be caused by damaged wires in the driveline the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 14dec2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect, driveline fault, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use (IFU) section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.